Event description:
It was reported that the patient was having a lot of pain and sinus complications. After the placement of the implant at tooth location #3, the patient contacted the office several times reporting a lot of pain since surgery. The patient was very concerned and nervous, and after discussing options; the patient and doctor decided to explant the implant and allow the bone grafting to heal for 4-5 months and then we will replace the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No damage identified that would cause or contribute to the reported event. Markings due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1266010. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266010 for similar events and one (1) other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation was customer error ¿ improper techniques used during placement. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.